Event description:
Customer reported an issue with the panorama central station's ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and duplicated the problem. Corrections included replacement of the telepack. Problem was resolved.